Manufacturer narrative:
The patient reported that prior to having the nalu system implanted there had been a different neurostimulation system in use that had been rejected by the body and thus explanted. The patient reported that the symptoms being experienced with the nalu system were similar in nature to those experienced with the previous system. There are no complaints recorded regarding any nalu system or component failure. There are no known external factors in play that would cause or contribute to the symptoms reported by the patient. Based on the history provided by the patient, it appears that the patient has a history of implant rejection and this case appears to be more related to the patient's health condition rather than the device itself.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat head pain. The implantable pulse generator (ipg) was placed in the intraclavicluar area with the implanted leads targeting the supraorbital nerve. The patient reported that around (B)(6) 2024 they noted progressively increasing discomfort and swelling at the implanted lead site. Patient was seen in person at the doctor's office on (B)(6) 2024 and reported that the symptoms had lessened. The physician stated that no infection was suspected and swelling was minimal at the time of that visit. Patient was instructed to monitor the site and report any changes. On (B)(6) 2024 the patient contacted a nalu representative to report that symptoms had again increased and the patient requested to remove the nalu system. A full system explant took place on (B)(6) 2024 per the patient's request. Physician reported that the site did not appear to be infected at the time of explant and thus no cultures were taken. The explanted components were severly damaged during explant and discarded by the facility.